Event description:
It was reported that water leaked from the bifurcation of the funnel and the inflation lumen during pretest.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation of the sample noted no obvious defects. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked from a pinhole (0.013") over the inflation lumen at the trifurcation. This was a failure, which states cuts in the lumens were not allowed. The catheter measured to be 14 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be end of shaft doesn't match with the mark in core pin. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water; 12 fr. (5cc balloon): use 5.5cc sterile water; 14 fr. And larger (5cc balloon): use 10cc sterile water; do not exceed recommended capacities." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked from the bifurcation of the funnel and the inflation lumen during pretest.